Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-00181. It was reported the patient experienced loss of right side stimulation (date of event unknown). Reprogramming was unable to restore effective stimulation. X-rays did not reveal any anomalies. Surgical intervention is planned as the next course of action.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-00181. Follow-up identified during the patient's programming session, one of the patient's leads (device 1) exhibited high impedances and provided ineffective stimulation. Imaging revealed a possible fracture as determined by the physician. The lead was explanted and replaced on (B)(6) 2016. Therapy was restored post-operatively.

Event description:
Device 1 of 2. Follow-up identified the patient cancelled the revision procedure stating that the system was working fine. No further interventions are planned.